Event description:
It was reported that the patient was symptomatic with bradycardia. The right ventricular (rv) lead had loss of capture and high output. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. Kdr703 implantable pulse generator (ipg) (B)(6) 2007; 4512 implantable pacing lead (B)(6) 1988. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.